Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that to their understanding, the pocket infection had been resolved. An hcp at the practice advised that the patient was doing well. The patient's weight was unable to be obtained. It was indicated that the information was confirmed by the physician in person while the rep was attending a separate case.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (2000mcg/ml at 400.3 mcg/day) via an implantable. It was reported the pump, newly connected model 8784 catheter, and remaining model 8780 catheter were still all connected and allowing for infusion, but these devices had been externalized in attempt to resolve a pump pocket infection. There was no actual device fault. The pump had no errors or stalls, and catheter aspiration was successful.  The infection was possibly a result from previous pump replacement procedure.  The partially explanted devices would not be returned as they were still in use.  It was further reported that no replacement product was needed.  The issue was not resolved as of 2026-jan-28.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0230615277, implanted: (B)(6) 2025, partially explanted: (B)(6) 2026, product type catheter, product ID 8784, lot# 0231476596, implanted: (B)(6) 2026, partially explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, lot #: 0230615277, ubd: 14-jan-2027, UDI#: (B)(4); product ID: 8784, lot #: 0231476596, ubd: 28-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.